Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04245. It was reported that the patient is in an extended care facility and pocket infection was noted during routine check. The primary and secondary cause of infection was unknown. The device and leads were explanted due to pocket infection using laser technique. There is no known allegation from the health care professional that the infection was related to the device, but it was suspected that infection was possibly related to the procedure due to most recent lead revision on (B)(6) 2019. The patient was stable post procedure.